Manufacturer narrative:
Summary: the complaint is confirmed for one (1) of one (1) returned tl removal hexalobe bit 25 (pn 14-501733) for the failure of instrument's tip being fracturing during a revision surgery. Visual inspection of the device reveals that the tip is fractured. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. However, per complaint description the revision surgery occurred due to closure top being cross threaded post operation (implanted in 2004). High force possibly was required to remove the cross thread closure top which lead to fracture the instrument tip. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a removal bit tip broke while trying to remove a locking cap during a revision surgery. The procedure was completed using a different removal bit. The fractured tip was retrieved and removed. There was no reported patient impact.